Event description:
Additional information received reported the issue was unrelated and the patient was going to implant a device on (B)(6) 2012.

Event description:
It was reported that the patient had a trial procedure from (B)(6) 2012 resulting in a great response. When the trial lead was pulled, the patient developed neuritis, terrible left leg pain and back pain. It was unclear where in the back the patient was having pain. The patient had no symptoms prior to the implant of the leads and use of the neurostimulator. The pain was on the same side as the trial lead and stimulator. The patient was scheduled for an injection for the left leg and back pain. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).